Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing issue and was not was not sensing the p waves. It was also noted that the ipg was not mode switching appropriately. The right atrial (ra) lead exhibited under-sensing however it was obsserved that the initial assessment was on the wrong signal amplitudes when troubleshooting. A polarity switch during an ablation procedure was observed on the ra lead. The ipg and ra lead were reprogrammed and both remains in use. No patient complications have been reported as a result of this event.